Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 49-year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2023 patient presented with a seroma at the right breast implant level which was drained and evacuated. On (B)(6) 2024 patient reported having pain and swelling at the right breast level since the surgery. She stated that she is able to palpate the biozorb implant. On (B)(6) 2025 patient presented with the area around the implant protruding from her skin causing constant pain, tenderness, and burning sensation. The pain is so intense that she can not lie on her side without sharp stabbing pain and numbness/tenderness in the armpit area. On (B)(6) 2025 patient expressed the wish to have the biozorb removed and discussed the removal extensively with her doctor. The surgery for removal of biozorb was scheduled for (B)(6) 2025. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.